Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device is no longer in its received condition and the opportunity to evaluate is lost. The reported condition could not be verified as evaluation was not properly assessed for the reported condition of persistent downstream occlusion. Downstream occlusion alarms were found through a review of the event history log; however, the log cannot be used to distinguish true and false alarms. The device was required to pass all calibration and testing prior to being returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a persistent downstream occlusion. There was no patient involvement. No additional information is available.